Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached end of life (eol) and was unable to interrogate. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694758, lead, implanted: (B)(6) 2002. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis of the returned device was inconclusive.